Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 130 ohms. The pacing impedance and threshold measurements were good, and there was no noise on the rv lead. In the physician's opinion, the patient primarily needed biventricular pacing as the patient has not needed a shock from the device thus far. The physician elected to continue monitoring. This product remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the shock impedance on this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had increased to 151 ohms. A maximum energy shock was delivered and the test resulted in a normal shock impedance measurement of 80 ohms. Non-invasive programmed stimulation (nips) testing was then done and the shock impedance was 112 ohms. It was also noted that the physician first noticed the increase in shock impedance following the patient's bypass surgery. This product remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 130 ohms. The pacing impedance and threshold measurements were good, and there was no noise on the rv lead. In the physician's opinion, the patient primarily needed biventricular pacing as the patient has not needed a shock from the device thus far. The physician elected to continue monitoring. This product remains in service. No adverse patient effects were reported. Additional information was received that the shock impedance on this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had increased to 151 ohms. A maximum energy shock was delivered and the test resulted in a normal shock impedance measurement of 80 ohms. Non-invasive programmed stimulation (nips) testing was then done and the shock impedance was 112 ohms. It was also noted that the physician first noticed the increase in shock impedance following the patient's bypass surgery. This product remains in service. No additional adverse patient effects were reported. Additional information was received confirms that the device was explanted and replaced due to normal battery depletion. During this procedure, calcification was found. The new device was implanted, and the lead still continued exhibiting high impedance measurements. The patient will continue to be monitored.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 130 ohms. The pacing impedance and threshold measurements were good, and there was no noise on the rv lead. In the physician's opinion, the patient primarily needed biventricular pacing as the patient has not needed a shock from the device thus far. The physician elected to continue monitoring. This product remains in service. No adverse patient effects were reported. Additional information was received that the shock impedance on this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had increased to 151 ohms. A maximum energy shock was delivered and the test resulted in a normal shock impedance measurement of 80 ohms. Non-invasive programmed stimulation (nips) testing was then done and the shock impedance was 112 ohms. It was also noted that the physician first noticed the increase in shock impedance following the patient's bypass surgery. This product remains in service. No additional adverse patient effects were reported. Additional information was received confirms that the device was explanted and replaced due to normal battery depletion. During this procedure, calcification was found. The new device was implanted, and the lead still continued exhibiting high impedance measurements. The patient will continue to be monitored.